Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent primary breast augmentation with 475cc mentor memorygel breast implants experienced left sided rupture and right sided capsular contracture (baker¿s grade unknown) post procedure. The patient stated the left breast is warm to touch and deformed. The left breast is sore and has bruising, has a throbbing sensation, sharp pain that worsens with physical activity, looks as though it is deflating and changing shape, and a tearing and burning sensation is outside of left breast. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to the right prosthesis. See 1645337-2019-15974 for contralateral prosthesis report.